Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution to the alleged malfunction. A follow up report will be sent once the customer disclosed their investigation.

Event description:
The complainant stated the brake casters will not lock and hold on the recliner.